Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Continued e1 (phone no): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This relates to the right side. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on february 02, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:

Event description:
Healthcare professional reported rupture. This relates to the right side. Device has been explanted.